Manufacturer narrative:
(B)(4). Exact implant date unknown; reportedly implanted between the late summer and early fall of 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Manufacturing date: 15.mar.2013 expiry date: 01.feb.2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.003.357 / 7273707 was manufactured in us, monument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was required for a malunion proximal third femur fracture. The implants: two (2) 5.0mm titanium locking screw t25 stardrive 42mm, one (1) 5.0mm titanium locking screw t25 stardrive 52mm, one (1) titanium end cap t40 stardrive and one (1) 10mm titanium lateral entry femoral recon nail; were removed with no allegations of deficiency and found to be in good condition. The original surgery took place between the late summer and early fall of 2015 as a result of the patient being in a car accident. The revision surgery was performed at the request of the patient's auto insurance company as the malunion of the femur persisted and not due to issues with the implants. There were no surgical delays and no ill-effects suffered by the patient. The procedure was completed successfully. The patient status was reported as stable post-surgery. This is report 4 of 4 for (B)(4).